Event description:
While implanting stryker acetabular restoration gap plate screw (55 mm length x 6.5 mm dia), tip of the screwdriver (stryker cat# 2107-1014) broke off into head of screw and was irretrievable. Surgeon decided that removal of tip would cause more harm to remove and wasn't causing impingement "on any soft tissue or components and rigidly fixed thus unlikely to pose any problem". Surgeon disclosed to patient and family.